Manufacturer narrative:
Additional information provided in h.6., d.10. And h.11. No technical inquiries were received from the customer. A sample was not received at the investigation site for evaluation for the report; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The picture and video were reviewed by the manufacturing site. Picture 1 & 2 are showing a phacoemulsification (phaco) tip broken at the aspiration bypass hole from different angles. Video shows the phaco tip being held and rotated around to show different angles of the break. Reported issue is confirmed from the picture review. The investigation conducted a nonconformance review of the reported lot. Three nonconformances were found. These non-conformances could have potentially contributed to the reported event. The non-conformances identified in the non-conformance search were opened for trending of the defect of uneven wall thickness; however a non-conformance investigation has been closed and manufacturing controls are already in place to minimize the creation of this defect. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All phaco tips are 100% visually inspected by trained operators using 30 times magnification during the manufacturing process. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the phacoemulsification tip was not suctioning well and noticed that the tip was cracked during cataract surgery (with intraocular lenses implant). The surgery was completed after replacing the product with another one. There was no patient impact.